Event description:
Associated medwatch-reports: 9610612-2021-00546 ((B)(6) - ae-qas-sp42). 9610612-2021-00564 ((B)(6) - ae-qas-sp42). 9610612-2021-00565 ((B)(6) - ae-qas-sp42).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. A general code was used, as we cannot identify a product code for an unknown device.

Event description:
It was reported to aesculap inc. On an ess surgeon activel survey (reporting during the time frame 1feb2020 to 31jan2021), unspecified activel was used during a total disc replacement (tdr) procedure performed on an unknown date. According to the complaint description, an adverse event was reported. The actual patient harm is unknown. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2021-00546 ((B)(4)- ae-qas-sp42). 9610612-2021-00564 ((B)(4)- ae-qas-sp42). 9610612-2021-00565 ((B)(4)- ae-qas-sp42).